Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The foreign material was found in the nozzle. As a result of component analysis, it was found the foreign material was protein. There was a possibility that it was derived from human or drugs containing proteins, but it could not be identified.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on july 16, 2021, it was found that the foreign material was in the nozzle. There was no report of patient injury associated with the event.